Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1//13/2025, it was reported by a facility representative via email that an ar-13991n surefire scorpion needle broke inside the patient. This was discovered during a procedure. No further information was provided. Additional information requested on 1/23/2025: this was discovered during a left shoulder arthroscopy with an rcr procedure on (B)(6)2025. The needle broke into fragments inside the patient's shoulder, and unsuccessful attempts were made to retrieve the fragments. The ar-13991n surefire scorpion needle was used with an ar-13997sf when it broke. The fastpass scorpion did not malfunction or experience damage. The case was delayed thirty minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including excessive force to pass the needle through fibrous/calcific tissue. The complaint allegation was not confirmed, and no evidence of the failure was received.